Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years post transfemoral tavr procedure with a 20 mm sapien 3 ultra (s3u) valve, the patient is presenting with elevated gradients with no symptoms. The physician determined that the increased gradient was due to calcification. A valve in valve procedure was performed with the 20 mm s3u valve inside a 26 mm sapien 3 ultra resilia valve.